Manufacturer narrative:
Reporter is a synthes employee. Device evaluated by MFR: the device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2021 that the inserter could not be entered correctly into the correction key and slipped during the final tightening. This damaged the thread of the screw head. There was a surgical delay of 30 minutes. The procedure was completed successfully with replacement screw and set screws. Concomitant devices: unknown torque handle (part# unknown, lot# unknown, quantity 2). Unknown rods (part# unknown, lot# unknown, quantity unknown). This report is for one (1) 5.5 exp verse fen scr 5.0x35. This is report 13 of 14 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h6: product code: 199723535 lot: 227090. The device history record (DHR) was electronically reviewed and no non-conformances were observed during the manufacturing process. The product was released on: december 21, 2018 visual inspection: the 5.5 exp verse fen scr 5.0x35 was received at us customer quality (cq). Upon visual inspection at cq, there were no visual defects observed with the device. No other issues were observed with the device. Dimensional inspection: dimensional inspection of the received complaint device was not be performed since no defect was found. Furthermore, the complaint-relevant dimensions cannot be checked for dimensional accuracy, because of the design of the device. Documentation/ specification review: no design issues or discrepancies were found during this investigation. Investigation conclusion: the complaint could not be confirmed as no defects were observed with the device. No definitive root cause can be determined based on the provided information. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: d4; h4 h3, h6: the subject device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.